Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application, with (B)(4), where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc (B)(4). The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with mobile ((B)(4)) application. The customer reported that the low glucose alarm failed to sound, when the customer was hypoglycemic (reading "below 40 mg/d"), and the customer experienced disorientation and headache. The customer was treated with sugar-water by a third-party. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action (B)(4) was issued to all impacted countries on (B)(6) 2023. There was no report of death or permanent injury associated with this event.